Event description:
It was reported that during the procedure in the heavily calcified mid left anterior descending artery, during deployment of the 3.0x38 rx xience prime ll stent, a dissection occurred. Another xience stent was deployed to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.